Event description:
It was reported that when removed from the packaging, the plunger fell out of the proglide device. The device fell apart before it was placed in the body. There was no patient involvement. Another perclose proglide was opened and it was successful in closing the artery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine the conclusive cause for the reported difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.